Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a defective glidesheath slender kit. The device appeared to be split at the catheter. It was not used on a patient and caused no harm.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to the to update the, to provide the completed investigation results and to state that the reported event has been deemed not FDA reportable based off the returned device evaluation results. One 5fr glidesheath slender along with the dilator and guidewire were received for product evaluation. Visual inspection revealed that there was a kink observed on the sheath and damage was noted at the distal tip of the sheath. Microscopic analysis confirmed that the sheath tip was deformed. The dilator was seen to be slightly bent near the hub. No anomalies were noted with the guidewire. Based on the returned device, complaint description and investigation results, the complaint could be confirmed for sheath/catheter tip damage as deformation was observed at the tip of the sheath. Therefore this event has been deemed not FDA reportable.

Event description:
Additional information was received april 11, 2019: the procedure performed was a percutaneous coronary intervention. The procedure outcome was successful using a second glide sheath slender.